Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the physician found a leak in the subject balloon while inflating inside the patient's anatomy. The physician extracted the subject balloon by pulling it out from the guiding catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the physician found a leak in the subject balloon while inflating inside the patient's anatomy. The physician extracted the subject balloon by pulling it out from the guiding catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject balloon catheter shaft was noted to be blocked/occluded 10.5cm from the hub tip. There were no other visual anomalies noted to the device. During functional inspection, an attempt was made to flush the device and advance a patency mandrel, however there was solidified media within preventing flushing and patency testing. The device was cut at 11cm from the hub, and again at 17cm from the hub, the mandrel advanced to the proximal marker before resistance was felt. The device was then soaked in warm water and several more attempts were made to advance the mandrel without success. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Analysis of the returned device found it was not possible to flush the device or insert a patency mandrel through the balloon catheter due to the presence of solidified media. Attempts were made to remove the media without success therefore a check for the leak was not possible. The event description and additional information indicated the balloon punctured on inflation while inflating in the ica therefore an assignable cause of procedural factors will be assigned to the reported 'balloon leaked during use' and to the as analyzed 'balloon catheter shaft blocked/occluded' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. It is possible that the balloon may have been damaged during advancement through the moderately tortuous anatomy causing the reported balloon leak. However, this could not be definitively determined as the device was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, the physician found a leak in the subject balloon while inflating inside the patient's anatomy. The physician extracted the subject balloon by pulling it out from the guiding catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.